Event description:
A clinical incident involving a super turbovac with integrated cable wand and an atlas controller was reported to arthrocare corporation. Following a left shoulder arthroscopy procedure, it was reported the patient sustained a injury which appeared as a distinct red blemish on the patient's operative shoulder. The physician checked the injury following the procedure and administered a dose of antibiotics.

Manufacturer narrative:
Awaiting to confirm if the device will be returned for investigation. Two arthrocare devices were used in the procedure. The second device, super turbovac with integrated cable, will be filed under medwatch report 2951580-2008-00094.